Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the flow rate of this equipment was not in range due to the failure of the primary regulator unit, and the parts (packing) on the front panel had fallen off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the indicated phenomenon is that the primary regulator unit has failed. The cause of the failure of the primary regulator unit could not be identified because the actual product was not sent. It is a guess, but it has been 5 years and 1 month since it was manufactured, and since it does not tend to occur frequently, it is considered to be an accidental failure. The cause of the remove of the parts of the front panel could not be identified because the actual product was not sent. It is a guess, but it is thought that it was caused by an external impact because we were able to confirm many external scratches and deformations. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the gas flow rate was very less. There was no report of patient injury associated with the event.